Manufacturer narrative:
Other: rupture of trabecular.

Event description:
The reporter stated the surgeon inserted the glaucoma device into the patient's eye and the device ruptured the trabecular. The device was removed. The reporter stated the device was 5-6mm (1 -2mm longer than approved product), transparent and very hard.